Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/lower abdominal pain"), device breakage ("left coil has partial coil remaining."), device dislocation ("malposition of essure device location of device: unknown/there is no coil identified within the lumen of the blue inked tube.") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, multigravida (gravida 5), miscarriage (miscarriage-1) and multiparous (parity-4). Concurrent conditions included shortness of breath, chest pain, dyspnea and exercise tolerance decreased. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), hypersensitivity ("allergy symptoms"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), rash ("rashes nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia and allergy to metals had resolved, the device breakage, device dislocation, genital haemorrhage, anaemia, hypersensitivity, alopecia and rash outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: two essure coils, were seen protruding from each fallopian tube. Plaintiff claimed did not know of migration until after salpingectomy. There is no coil identified within the lumen of the blue inked tube. Discrepant in removal date ,earlier reported date was (B)(6) 2012 and as per pfs (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: unknown, nickel allergy, dyspareunia (painful sexual intercourse), pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), hypersensitivity ("allergy symptoms"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced rash ("rashes nos"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2012). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity, alopecia, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dyspareunia, genital haemorrhage, hypersensitivity and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.